Event description:
It was reported that an incident that occurred in the nicu in which the reporter stated that a uac line was running with half normal saline with heparin at a rate of 1 ml per hour. A blood draw was taken (incident/pt unk) at 0:515 and that at 0:600 and the line clotted off. Upon further communication with the customer, it was reported that 4 lines were lost due to clotting off, two appear to be related to the pump not alarming for occlusion, two are still suspect and could be related to lack of flushing or another issue. Flow rates ranging from 0.5 - 1 ml/hr. One of the lines that clotted was reportedly infusing at 3.5 ml/hr. Lines were heparinized to help maintain patency. The customer also reported the occurrence of nuisance upstream, downstream and air in line alarms.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. The customer cannot identify the device involved in the event. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted. Second and third pt events included in this complaint were reported under sigma MDR numbers 1314492-2012-00017 and 1314492-2012-00018.